Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP emitted a terrible odor causing lung infiltration, shortness of breath, chest pain, sneezing, and dry mouth. Medical intervention of an unknown medication was reported. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw 5109674 ) from FDA in which it was previously reported a dreamstation 2 advanced auto CPAP emitted a terrible odor causing lung infiltration, shortness of breath, chest pain, sneezing, and dry mouth. Medical intervention of an unknown medication was reported. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory and the customers complaint was not confirmed. External investigation found what appeared to be packing tape affixed to the top of the dreamstation 2. The device powered on and provided airflow. Internal inspection found no evidence of thermal damage or odors but did observe white particulate exclusively external to the airpath. Operational testing found the heated plate operational, and the only odor observed was consistent with the disinfectant used during the product investigation laboratory receiving process. The technician was unable to confirm or reproduce the complaint against the heater plate and failed to observe evidence of a thermal event. An odor consistent with disinfectant, most likely introduced after the product investigation laboratory receipt of the device, was observed. No other odors were observed. Based on the information available, the manufacturer concludes no further action is necessary.